Event description:
The wife of a (B)(6) male pt contacted zoll customer support to report that the pt's belt was alarming and "just not working for him." The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (alarming and "just not working for him") has been confirmed. As received, the belt failed incoming functional testing. Upon investigation, the front pulse wires were found to have damaged solder joints. The cause of the failed functional testing was the damaged solder joint at the front pulse wires. The root cause of the damaged solder joints was unable to be positively determined. No adverse event resulted from the damaged solder joints. The pt received a replacement electrode belt.